Event description:
Pt was placed in low lithotomy. After approximately 3 minutes the boot portion of the right stirrup broke off the mount to the support rod. The pt's leg was immediately picked up and pt placed supine with foam padding under legs. There was no injury to the pt.